Event description:
(B)(4). Same case as MDR ID# 2134265-2012-07331. It was reported that post coronary stenting treatment procedure, distal embolization occurred. In (B)(6) 2010, the subject presented with epigastric discomfort which radiated to chest arm and jaw. The subject was diagnosed with non-st elevation myocardial infarction. Cardiac catheterization was recommended which revealed a 99% stenosed ostial lesion located in the left main coronary artery (lmca). The lesion was 10 mm long with a reference vessel diameter of 3 mm and treated with pre-dilation and placement of a 3.00 x 12 mm taxus liberte stent. Following post-dilation, residual stenosis was less than 5%. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2011, the patient had a 3.5x28mm ion stent implanted in the svg to the first diagonal artery to treat worsening coronary artery disease. In (B)(6) 2012, the subject presented with mid-sternal chest pain radiating to shoulder with shortness of breath and nausea and was hospitalized the same day. Cardiac enzymes were elevated; consistent with protocol definition of mi and the subject was diagnosed with non st elevation myocardial infarction. The subject was taking aspirin. Cardiac catheterization was recommended which revealed 99% stenosis in a saphenous vein graft (svg) to 1st diagonal. The stenosis was treated with aspiration thrombectomy. Following thrombectomy there was a fair amount of thrombus noted through the stent, as well as, distal to the stent. The lesion was pre-dilated with 3.0 mm maverick balloon. Following pre-dilation, thrombectomy was performed again. The lesion was treated with the placement of a 3.0 x 32 mm promus stent covering the entire previously deployed ion stent. Following stent deployment, there was evidence of some distal embolization noted into the downstream portion of diagonal, filling the body of the diagonal briskly. This was treated with post dilatation, using 4 mm quantum maverick balloon, resulting residual stenosis was 0% and timi 3 flow was noted. Two days later, the event was considered resolved without residual effects and subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).